Event description:
It was reported by the aci clinical specialist that a female patient who is in her 60's and weighs (B)(6), underwent a diagnostic procedure on (B)(6) 2012. Access was obtained at the right common femoral artery. A pre-procedural femoral angiogram revealed evidence of calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, selected the mynx cadence vascular closure device 5f to close the access site. The physician reported that he had difficulty retracting the sheath; therefore, the physician aborted using the device and converted the patient to 15 minutes of manual compression. The patient was reported as released to home the same day with no further complications. It was also reported that the sealant remained on the device. No additional information was provided.

Manufacturer narrative:
The device was returned for difficulty retracting the sheath. However, the introducer sheath was not returned; therefore, a complete physical investigation could not be performed. The returned device was visually inspected for anomalies and any deformity that may have obstructed the device path during deployment. No anomalies were observed. Based on the information received and the investigation performed, the reported sheath retraction jam could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1129104) indicated that the device lot met all established performance criteria prior to shipment.